Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the device could not be backloaded onto the guidewire due to the damage to the guidewire.the procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. This event has been deemed a reportable event based on the investigation results; guide catheter separated.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was separated from the pull wire assembly. The guide catheter was stretched and the proximal end was kinked and accordioned. There was no damage to the push catheter, push catheter ramp, and the stent. The device was received with the hub in the un-locked position. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.the device history record review confirms that the device met all manufacturing specifications.